Event description:
Patient reported a cassette malfunction. Patient reported that today both pumps were not reading her cassette. Patient received error message: no disposable, pump won't run. Patient went directly to emergency room with both of her pumps, where they did not have veletri. Patient's mother brought her medication to the emergency room. Patient changed her cassette in the emergency room and pump started working normally. Both pumps are functioning normally with different cassette, per patient. Patient estimates that her pump wasn't reading the cassette and she was without medication for about 15-20 minutes. Patient denies any adverse events from missing her medication. She reported that she did wear her oxygen while in the emergency room changing her cassette in emergency room. Pharmacist notified practice liaison product lot number and expiration date were systematically retrieved from the dispensing system. Inform md (medical doctor). No additional information. Length of ER (emergency room) visit unknown. Cassette lot and expiration unknown. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.